Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had twiddler syndrome. During therapy upgrade procedure, the physician noted that this rv lead was severely tangled up. This rv lead was damaged thus; the physician decided to surgically abandon it. New system was implanted successfully. No adverse patient effects were reported.